Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported problem and determined an error "e03" occurred as noted upon review of the error log. The cause of the e03 error was assigned to failure of the main board. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model uh-4, high flow insufflation unit for repair due to a report of an alarm when attempting to inflate the abdomen. As reported to olympus, there was no patient injury that occurred, associated with the event. The intended procedure was completed. Upon inspection and testing of the returned device, an error "e03" occurred. This report is submitted due to the error "e03." As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device blacked out and sounded an alarm due to a faulty main board. However, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.